Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50 cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.